Event description:
It was reported the a balloon rupture occurred. A target lesion was located at coronary artery. A 06/3.0 flextome cb monorail was selected for use. During procedure, it was reported the a balloon rupture occurred. The device was removed and replaced with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported the a balloon rupture occurred. A target lesion was located at coronary artery. A 06/3.0 flextome cb monorail was selected for use. During procedure, it was reported the a balloon rupture occurred. The device was removed and replaced with another of the same device. There were no patient complications reported and the patient was stable. Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning approximately 1mm distal to the distal end of the proximal markerband and extending approximately 3mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the hypotube which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.